Event description:
It was reported that the device was explanted after an implant duration of less than 1 month, due to unknown reasons. It was additionally reported that a second device, model #3000tfx, was explanted. Refer to MFR #2015691-2009-09993. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.